Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels (58-600 mg/dl). Reportedly, the customer has been using the same supplies for 3 weeks due to being unable to get new supplies. Reportedly, the customer has changed insurance companies and is unable to pay for new supplies. Customer ate food to address low bg levels, and delivered a bolus and changed the infusion site to address elevated bg levels.